Manufacturer narrative:
The device design was approved on (B)(6) 2016, with a dispatch date of (B)(6) 2016. Due to the demand for custom implants, the queue for production and delivery has resultantly been extended. The account has been given a new delivery date of (B)(6) 2016. Stanmore implants has been advising accounts of potentially extended delivery times based on demand, until such time as the company has expanded capacity and properly trained staffing. Stanmore has offered guidance as to the use of off the shelf prostheses where appropriate, or provided realistic dispatch dates for the delivery of custom devices. Upon dispatch of the device, a supplemental report will be provided.

Event description:
Siw ref - (B)(4). It was reported that the custom implant delivery will be delayed, thus resulting in a surgery rescheduling and additional chemotherapy.

Manufacturer narrative:
Siw anticipate the turnaround time for the design, manufacturing and dispatch of custom devices to be 6 weeks. When identifying the dispatch date for the implant related to this complaint the workload of custom implants under design and manufacturing, at the time, was not taken into account. The company received a greater volume of orders and this was not taken into consideration when determining the dispatch dates of custom implants. Siw now take into consideration the workload and operational capacity before advising of dispatch dates. Operational developments are also being undertaken at siw, to increase the operational capacity of the company to meet product demands and ensure customers are satisfied with the service they receive. The patient underwent a successful operation on the (B)(6) 2016. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It was reported that the custom implant delivery will be delayed, thus resulting in a surgery rescheduling and additional chemotherapy. This is a supplemental report to 3004105610-2016-00046 ((B)(4)).